Event description:
While troubleshooting diff and retic ++++ (overrange) flags on the diff and retic background parameters, the customer reported a leak of blue fluid from the coulter lh 750 hematology analyzer. The volume was reported as two to five ml and the leak was not contained. The customer also reported latron fail and background errors at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated

Manufacturer narrative:
Per phone conversation with the fse on (B)(4) 2013, the field service engineer (fse) found the tubing that was disconnected from the retic stain chamber vacuum chamber 17(vc17) which delivers retic clearing solution to the stain chamber after the sample is sent to the flow cell. He reconnected the tubing and resolved the leak. The fse also found debris from plugged tubing in the flow cell. He removed the flow cell and placed it in a container of cleaner to soak overnight. He returned the next day, rinsed the flow cell with distilled water and reinstalled the flow cell into the instrument to resolve the diff and retic ++++ (overrange flags) and latron fail errors reported by the customer. This event was not related to the retic stain leak. (B)(4).